Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue of unknown cause; blank screen, no sound or vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box data revealed records from (B)(4) 2013. This complaint was logged on (B)(4) 2013. There is no black box data to support the timeframe of (B)(4) 2013. On examination, there was no damage to the pump casing or the battery cap. The battery cap was able to be tightened to the pump properly. There was no evidence of moisture contamination found in the battery compartment. On investigation, the pump powered on normally with a fully illuminated display; however, there were no audible tones. The pump was exercised for 24 hours with no loss of power during the investigation. The pump was opened for investigation and revealed an area of cold solder contamination affecting the audible tone assembly. A new test cover was installed during the investigation and the audible tone was functional. Investigation was unable to duplicate the loss of power complaint.